Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the end of the procedure when re-attaching the two parts of the colon for function in a laparoscopic colon resection, the device did not cut the tissue. When following firing procedures for the eea the knife would not come out of it casing and cut the tissue. The surgical time was extended 30 minutes or more since the stapler had to be replaced due to misfiring and they insert a new instrument and inspection was performed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the end of the procedure when re-attaching the two parts of the colon for function in a laparoscopic colon resection, the device did not cut the tissue. The surgical time was extended 30 minutes or more since the stapler had to be replaced due to misfiring and they insert a new instrument and inspection was performed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscopic examination of the device displayed nicks on the knife blade and the safety feature was broken off. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of broken safety that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.